Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn ((B)(4)) has been completed. Upon investigation, the monitor was intermittently failing a pulse test. The cause of the failure was isolated to a poor pin connection at connector j1002bb on the defibrillator pca. The root cause of the poor pin contact on j1002bb was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
While evaluating monitor sn (B)(4) for an unrelated issue a reportable problem was found. The monitor was intermittently failing a pulse test.